Event description:
It was reported that the patient died. The 90% stenosed target lesion was located in the tortuous and mildly calcified left anterior descending artery. A 38 x 3.50 promus premier drug eluting stent (des) was advanced for treatment. However, after stent deployment, the patient was transferred to the coronary care unit (ccu), experienced pain and went into cardiac arrest. Cardiopulmonary resuscitation was performed but the patient did not recover. The official cause of death was cardiac failure and there was no direct relationship found between the promus premier select and the patient death.